Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. There was no damage observed to the battery threads. The top of the returned battery cap was severely damaged. The cap was difficult to remove and attach.